Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheter (cdc), trek rx and mini trek rx, global IFU states to perform air aspiration prior to inserting in the body, otherwise complications may occur. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported inflation issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a tortuous lesion located in the distal circumflex artery. A 2.0 x 15 mm mini trek balloon catheter advanced to the target lesion, and during inflation the balloon was losing pressure due to a balloon rupture. The procedure was successfully completed with another 2.0 x 15mm mini trek balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.